Manufacturer narrative:
(B)(4).

Event description:
Reportedly, when the new battery was installed into the ventilator, within one minute, a "device alert" alarm occurred. Recharging and charging the battery did not resolve this issue. The device was not in use on a pt when this event occurred.